Manufacturer narrative:
H-10: condition corrected by installation of software changes. No other patient info received to date. This report was mailed in to FDA on: 2/21/97.

Event description:
Loss of power during I/a.